Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa ipg, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, low impedances and visible noise. It was noted that the lead appeared to have been crushed by the clavicle at some point in the past. The rv lead was extracted and replaced. No patient complications have been reported as a result of this event.